Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 42 indicating a motor current sense failure, and a restart did not clear the alarm; a replacement ilet was arranged and the user was instructed on shutdown and return, with guidance that data would not transfer and that cgm use could continue via dexcom. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and continued therapy planning without interruption to glucose monitoring. Investigation included remote troubleshooting and review of the device alarm history. Investigation of this device revealed a suspected motor current sensing malfunction within the pump mechanism consistent with a motor control or sensor fault. It was concluded that the cause was a device malfunction requiring replacement.